Event description:
Customer reported intermittent loss of live images. No pt injury was reported.

Manufacturer narrative:
Customer cancelled call. This MDR is related to ge healthcare complaint number.